Event description:
It was reported the slave EKG (electrocardiogram) input is not working; no signals seen with multiple new cables. It is noted this is the plug next to pen input. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer has a loose ECG (electrocardiogram) connector on a printed circuit board assembly which would cause the reported event. Programmer has a noisy system fan. It is noted lem (link electronic module) errors were found in the programmer error log. (B)(4).